Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during drain two of three of automated peritoneal dialysis (apd) therapy. Troubleshooting revealed that a home patient (hp) inadvertently disconnected from the device while sleeping. Upon waking up to the alarm, the hp found the patient line on the floor. The technical service representative (tsr) helped end therapy and reviewed proper procedures with the hp. The hp planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause for the reported condition was determined to be a loose connection because a loose connection is a known cause of this type of alarm. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.